Event description:
It was reported by an attorney that the patient was injured as a result of his defibrillator malfunction. Additional information was subsequently received reporting the patient presented to the emergency room after being shocked while walking. "He fell on his face, knocking him to the floor." Lead fracture was indicated. The pace/sense portion of the lead was capped and replaced with a new lead. The high voltage portion remains in use. He was subsequently diagnosed with a small retinal artery occlusion in the right eye, after experiencing a "purple blob" in his vision, "probably caused from the defibrillator knocking something loose..." The patient reportedly tolerated the revision procedure well, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Asku